Manufacturer narrative:
This report is being submitted following an internal audit.

Event description:
Literature: roche, n., et al. "Management of increase in spasticity in pts with intrathecal baclofen pumps." Annales de readaption et de medicine physique 2007; 50:93-99. Catheter migration of the end of the catheter into the subdural spaces.